Manufacturer narrative:
Additional no product return evaluation performed. This is one of two manufacturer reports being submitted for this case. This is for the esheath event. Please reference related manufacturer report no: 2015691-2023-11445 the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of serial numbers from the related work order was performed and revealed no other complaints relating to the relevant complaint code. The provided imagery was reviewed by ew proctor. The original 3mensio annulus was oval 338mm2 with no calcium, lvot 362mm2, sov 28x30x31and stj 24x25. This anatomy is compatible with s3 23mm and we don't have limitations on post-dilation of the s3 2mm0 already implanted. In the new CT scan the s3 20mm looks under-expanded and there is a possibility to post-dilate the valve with atlas gold 20mm. The IFU for s3/s3u/s3ur with commander delivery system was reviewed. No IFU/training deficiencies were identified. As the increased gradient was unable to be confirmed, a complaint history review is not required. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors (under-expanded valve, undersize valve). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The perivalvular was confirmed based on medical report however the increased gradients was unable to be confirmed. A review of device history record, lot history and/or complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. As reported, ''six months post implant of the 20mm sapien 3 valve in the aortic position via transfemoral approach, the valve was "failing" due to perivalvular leak with hemolysis and increased gradient of 26 mmhg''. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, a 20mm s3 was implanted. However, imagery review indicated the patient anatomy is compatible with a 23mm s3 valve. An undersized valve would increase the risk of paravalvular leak over the time due to inadequate sealed against to the target site (native annulus). In addition, imagery review shown that the valve is under-expanded. Under expansion of the valve may create improper sealing between thv and annulus, leading to pvl. As such, available information suggests that procedural factors (undersized valve, under-expanded valve) may have contributed to the complaint event. In this case medical records state that the valve appeared under expanded and undersized for the patient. The under expanded valve could obstruct flow across the valve resulting in increased gradient. Similarly, an undersized valve can reduce eoa (effective orifice area) of the valve leading to increased gradient. As such, available information suggests that procedural factors (undersized valve, under-expanded valve) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. H3 other text : remains implanted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing. Per the instructions for use (IFU), valve thrombosis, coronary flow obstruction and hemolysis are potential risks associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci)). The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. Operators are instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient/procedural factors and the use of non-edwards devices through the sheath likely contributed to these events, as described by the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. No indication of a device return.

Event description:
As reported by field clinical specialist, six months post implant of the 20mm sapien 3 valve in the aortic position via transfemoral approach, the valve was "failing" due to perivalvular leak with hemolysis and increased gradient of 26 mmhg. A balloon aortic valvuloplasty (bav) intervention was performed with a non-edwards balloon catheter for the moderate pvl, which was reduced to mild after dilation. The physician selected to use an esheath, in case a second valve would be required. The pacing run during the bav was a little longer than normal. Post bav the patient's blood pressure did not recover and the patient became more bradycardic. Pharmacologic support was administered, and CPR initiated. The patient went into ventricular fibrillation and ventricular tachycardia multiple times requiring defibrillation and additional pharmacologic support. It was decided to place an impella device (french size unknown) to provide support to the patient. There was difficulty placing the impella through the esheath. The loader cap was used to assist in getting the impella through the esheath, which helped but there was some resistance that remained. After the impella was placed in the left ventricle, a coronary angiogram revealed clot in the left main coronary artery. Aspiration catheters were used to remove clot. The left anterior descending and circumflex coronary arteries were ballooned and stented after the clot was removed. The patient stabilized. The physicians wanted to leave the impella in overnight but were concerned about distal run off on the left side with the esheath in. It was decided to see if the patient would tolerate being weaned off the impella. The impella was turned off and removed. A distal run off showed a femoral dissection and clot. An aspiration catheter was used to remove the clot in the lower extremity (le) and stented the areas of dissection. The patient left the or intubated in stable condition. On the floor, nursing staff notified that the patient's hypotension continued to worsen despite increasing pharmacological support, the patient's oxygenation also worsened. Chest x-ray performed showed a moderate right sided pneumothorax. The patient's neurological status remained severely compromised. Per medical records, ''in all likelihood [the patient] has suffered severe anoxic brain injury related to numerous cardiac arrest events earlier this afternoon.'' The patient subsequently passed away the same day of the procedure. Regarding the coronary embolization, the physician noted it looked organized not fresh thrombus, and seemed to be atherosclerotic possibly from something in the descending aorta/aorta. But could not rule out a possible thrombus from the valve leaflets or valve sinuses, as the patient had a history of atrial fibrillation on coumadin, which was held 5 days prior to intervention. It was noted that there were no abnormalities seen via CT scan prior to the procedure or 3d tee day of procedure.